Manufacturer narrative:
Pump received with intermittent button response and button error alarm due to corroded keypad traces. No moisture damage on the lcd board, motherboard, interface board, rf board, motor, vibrator and battery tube assembly during visual inspection. No low reservoir alarm during test. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that she got into a swimming pool while wearing the insulin pump. The customer reported that the device had a low reservoir alarm that she was unable to clear due to sticking buttons. Blood glucose level at the time of the incident was not provided. The customer was unable to check the alarm history to verify in a button error alarm had occurred. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.